Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing with no faults found. A misapplication/ misuse of the device was noted. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging an issue with her onetouch ultra2 meter reverting to the setup mode. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 at 6pm. The patient manages her diabetes with oral medications (type/ amount not specified). The patient denied making changes to her usual management routine. A couple hours after the start of the alleged issue, the patient claims her "blood sugar went low." Symptoms were not specified. The patient denied receiving medical treatment. There was no indication of misuse. The cca walked the patient though resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.